Event description:
Boston scientific received information that difficulty was experienced removing this right ventricular (rv) lead from the device header. The lead was surgically abandoned and replaced. The device was successfully explanted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device was returned with the terminal end of the lead attached. Device analysis revealed damage to the setscrew, which was consistent with damage caused during the explant procedure. The lead was able to be removed from the device without difficulty. Visual inspection of the terminal connector of the lead did not reveal any anomalies.